Event description:
It was reported that the pressures were calibrated wrong. Additionally, the zero flow protection was not working. The instance of time was not provided yet. No harm to any person has been reported. Further information was requested, but is still pending. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The customer reported that the "pressures were calibrated wrong", showing incorrect values. Additionally, the backflow protection was not working. The failures occurred during treatment. No remedial action and no harm to any person has been reported. Wrong pressure readings can lead to a pump stop, if an intervention is set by the user. Further, a non-functional zero flow protection can lead to unintended backflow which could cause harm to the patient. Therefore, a report is needed. A getinge field service technician (fst) was sent for investigation. The failures could not be replicated. The flow/bubble sensor was fully functional, but was still replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no functional failures could be confirmed on the date of event. However, multiple events of backflow prevention on multiple days could be confirmed within the logs. As the failures could not be replicated, no exact root cause could be determined. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure "pressure values calibrated incorrectly": wrong pressure information e.g.: - wrong plugged external pressure sensor or disconnection (mix up) - defective / disturbed (emi) pressure sensor - connection of non-compatible sensor - response time is too long - positive or negative pressure beyond specification (release of tubes) - software error - external pressure sensor cannot be plugged - too high / low atmospheric pressure further, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure "backflow prevention not working": bubble intervention not working wrong information - wrong bubble sensor information - influence due to other ultrasonic devices (e.g. Flow sensor) - bubble sensor defective / disturbed - bubble sensor not plugged but recognized - connection of non-compatible sensor - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage) - bubble sensor cannot be plugged additionally, the fst stated that the multiple activation of the backflow prevention could have been solved by increasing the flow. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. It is stated in the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" that the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. Referring to the cardiohelp IFU chapter "system modes", the backflow prevention can detect and respond to a backflow of blood. For this, the cardiohelp-I monitors the blood flow, displays any alarms and activates the zero flow mode automatically to prevent any backflow. With an activated intervention, the detection of bubbles by the flow/bubble sensor triggers a pump stop and detection by the venous bubble sensor triggers backflow prevention. The review of the non-conformities has been performed on 2024-06-06for the period of 2014-10-02 to 2024-04-29. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-10-02. Based on the results the reported failures "pressure values calibrated wrong" and "backflow prevention not working" could not be confirmed. Further, the event "backflow prevention activated" could be confirmed, but is not related to a malfunction of the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issues and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).